Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had multiple alarms, unresponsive buttons, pump errors and that the customer experienced a high blood glucose of 400mg/dl due to not getting insulin. The customer was treated with injections and troubleshooting for the high blood glucose reading was declined. The insulin pump's history was reviewed and its was found that it alarmed watchdog timeout, memory corruption errors, unexpected restart, and trace error check. The insulin pump could not complete self-test due to the unresponsive buttons, blank screen, and constant tone. The parent was advised that the insulin pump needed to be replaced and to have the customer discontinue use and revert to back-up plan per healthcare professional's instruction. Troubleshooting for the unexpected restart found the insulin pump was not stored without a battery but the reinsertion of a new battery may have caused the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm, signal too low, corrupted history file, or unexpected alarm after battery change and reset time/date anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.